Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was used in the duodenum during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the distal flange, but it would not open. In an effort to deploy the distal flange, the physician pulled back on the device. Both the distal and proximal flanges subsequently deployed into the duodenum. The stent was retrieved from the patient using forceps, and another hot axios stent and delivery system were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was used in the duodenum during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the distal flange, but it would not open. In an effort to deploy the distal flange, the physician pulled back on the device. Both the distal and proximal flanges subsequently deployed into the duodenum. The stent was retrieved from the patient using forceps, and another hot axios stent and delivery system were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 26, 2016: it was reported that the hot axios stent and delivery system were used on (B)(6) 2016, to treat walled-off pancreatic necrosis.